Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, resulting in pacing inhibition. During procedure performed on (B)(6) 2021, the chronic right atrial lead was capped, and the chronic rv lead was placed into the atrial lead port and implanted into the right atrium. A new rv lead was implanted and the procedure was completed. The patient was stable throughout.